Manufacturer narrative:
Consumer has not returned.

Event description:
Consumer is alleging that a humidifier set up in his daughter's room emitted such a strong odor that it caused the child to start coughing. The child checked out fine with a physician.